Event description:
It was reported by sales that during a pt transport the lock bar struts broke. There was pt involvement; however, the pt was not injured. Once emt did report pain to one ankle (no treatment needed, no time off work, did not seek medical advice).

Manufacturer narrative:
Bar strut.